Manufacturer narrative:
This report is filed on july 12, 2019.

Manufacturer narrative:
This report is submitted on april 18, 2019.

Event description:
Per the audiologist, the patient experienced twitching of the eye with high stimulation levels. It was determined that the electrode array was not in the cochlea resulting in the decision to explant the device. The device was explanted in (B)(6) 2019 and the patient was not reimplanted with a new device during the same surgery.